Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vein of the forearm. A 5.0-4/4t/40 symmetry 40 balloon catheter was advanced for dilation. However, on initial inflation at 16 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.